Manufacturer narrative:
The biomedical engineer reported that the bedside monitor's (bms) nibp gave a high reading on the right leg. The complaint was created to document information noted on department logs from the hospital. The hospital will not be providing any additional information. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available. Additional event information: monitor: nicu-02, bp reading: 115/66, bp site: right leg, bp problem: high reading.

Event description:
The biomedical engineer reported that the bedside monitor's (bms) nibp gave a high reading on the right leg. The complaint was created to document information noted on department logs from the hospital. The hospital will not be providing any additional information. No patient harm reported.

Event description:
The biomedical engineer reported that the bedside monitor's (bms) nibp gave a high reading on the right leg. The complaint was created to document information noted on department logs from the hospital. The hospital will not be providing any additional information. No patient harm reported.

Manufacturer narrative:
Details of the complaint: on 09/17/19, customer at (B)(6) health partners reported the following issue: monitor: nicu-02 bp. Reading: 115/66 bp. Site: r leg bp problem: high reading. This was provided to nka technical support (ts) from the hospital's department logs. The incident occurred on 09/01/19 for bedside monitor (mu-631ra sn: ?). No further information will be provided from the hospital. Service requested : none . Service performed: none. Investigation result : there was a reported incident in which the bedside monitor in the nicu was reported to have a high reading of 115/66 on the right leg of a patient. Trending of tickets opened at mercy health partners relating to blood pressure readings revealed the following: ID created on product ID description 68447, (B)(6) 2019 12:14 pm, mu-631ra (B)(6) 2019 , verifying bp readings log 1. 68456, (B)(6) 2019 12:22 pm, mu-631ra (B)(6) 2019 , verifying bp readings log 2. 68457, (B)(6) 2019 12:29 pm, mu-631ra (B)(6) 2019 , verifying bp readings log 3. 68469, (B)(6) 2019 01:46 pm, mu-631ra (B)(6) 2019 , verifying bp readings log 4. 68470, (B)(6) 2019 02:06 pm, mu-631ra (B)(6) 2019 , verifying bp readings log 5. 68472, (B)(6) 2019 02:12 pm, mu-631ra (B)(6) 2019 , verifying bp readings log 6. 68475, (B)(6) 2019 02:18 pm, mu-631ra (B)(6) 2019 , verifying bp readings log 7. 68477, (B)(6) 2019 03:55 pm, mu-631ra (B)(6) 2019 , verifying bp readings log 8. 68499, (B)(6) 2019 04:01 pm, mu-631ra (B)(6) 2019 , verifying bp readings log 9. Further investigation of the issue is limited as the device logs were not retrieved for evaluation, nor was the device serial number provided. The details surrounding the incident were not provided and information on the extent of any troubleshooting is unknown. The issue was reported to nka weeks after the incident occurred, making any attempts at gathering additional information difficult. The customer was not willing to provide further information. Based on the information provided, it is not possible to make any determination of the root cause. Investigation conclusion: based on the information provided, it is not possible to make any determination of the root cause. Additional event information: monitor: nicu-02. Bp reading: 115/66. Bp site: right leg. Bp problem: high reading.